Event description:
A malfunction with code malf 12 was reported, but no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report back if the issue resurfaced.